Event description:
It was reported by service report that the zoom stretcher would not drive forward. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handles, cam bracket assembly.